Event description:
As reported per the edwards field clinical specialist (fcs), significant hypotension occurred during a transapical tavr procedure. Prior to induction of general anesthesia, the patient' ejection fraction (ef) was 45%. After induction, the ef reduced to approximately 30%, most likely related to vasodilation. Hypotension persisted related to general anesthesia and low volume status. Medication and volume were administered to support blood pressure. When the delivery system was placed across native valve, the patient became hypotensive so it was decided to retract the system from across native aortic valve to allow blood pressure to increase. The decision was made to position and deploy the valve in spite of the hypotension. The valve was deployed successfully but the hypotension persisted and CPR was initiated. Arterial and venous cannulas were placed with some difficulty for cps. While waiting for institution of cps, the patient became hypertensive to 260mmhg systolic related to circulation of both norepinephrine and dobutamine. The decision was made to remove the ascendra sheath under rapid pacing; however, the pressure was still approximately 120-140 systolic during sheath removal. It took approximately 35 minutes to put the patient on cps related to femoral anatomy and the patient lost approximately 3 liters of blood. During placement of the arterial canula, there was rupture of the right iliac artery which also caused bleeding into the abdomen. There was no circulatory volume or perfusable blood pressure for prolonged period despite the CPR. It was decided by the physicians to cease resuscitation.

Manufacturer narrative:
As reported by the physician (B)(6), there were a number of factors contributing to the event. There was sub-optimal management of anesthesia leading to hypotension and then post administration of epinephrine /dobutamine, which lead to significant hypertension. A significant contributor was also the delay to initiate cps, there was no cell saver which led to 3 liters of blood wasting, and the rupture of iliac artery was major contributor to bleeding. This was due to difficulties in inserting the arterial bypass cannula. Per the instructions for use, hypotension is a potential adverse event associated with standard cardiac catheterization, balloon valvuloplasty (bav), the use of anesthesia, aortic valve replacement and the overall tavr procedure. Hypotension is extremely common during the transaortic valve implant procedure and has multiple potential etiologies, including the effects of anesthesia and rapid ventricular pacing, and is required during bav and subsequent valve deployment. In this case, the root cause of the intra-operative hypotension was appears to be due a combination of patient and procedural factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.